Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: analysis of the returned device identified; the weight the device within specification, red particles on the shell and opening lineal. A visual and microscopic analysis was performed which identified; striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported bilateral capsular contracture grade IV. The device has been explanted.